Event description:
Customer alleged that comfort curve blood glucose test strips were labeled with an expiration date of 03/31/2008. Batch records show the actual expiration date to be 03/31/2004. It is noted that the customer originally reported the expiration date as 03/31/2004 (matching the batch record), then immediately stated that it was 03/31/2008. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.